Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, intermittent capture was noted on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d). It was reported that lv pacing was still acceptable and no pauses greater than two seconds were noted. The patient was reportedly not symptomatic. The rv lead was surgically revised and remains in service with this crt-d. No additional adverse patient effects were reported.